Event description:
It is reported that the pad has fractured.

Manufacturer narrative:
Evaluation: as returned, a portion of the impactor pad has fractured off the device. The damage is likely caused by repeated use due to impaction on the poly. Impactors or impactor heads should be replaced when the part is no longer functioning. The device history records were reviewed and found to be conforming indicating the product was manufactured to specification. The instrument has a potential field age of slightly less than 1 year.